Event description:
Additional information was received from a manufacturing representative. The event date of 2010 was a typo, and the event occurred in (B)(6) 2015. The cause of the pocket fill was unknown.

Event description:
Information was received from the consumer through a manufacturing representative regarding a patient receiving intrathecal fentanyl with a concentration of ¿12500mcg¿ at a dose of ¿1.8mcg.¿ the indication for use was non-malignant pain. The patient experienced nausea and dizziness after a refill. They were admitted to the emergency room and later notified of a pocket fill. A pocket fill occurred during the refill of the pump. No known troubleshooting was performed. No known surgical intervention occurred. The issue was resolved. The patient¿s status was ¿alive ¿ no injury.¿ the event occurred on approximately (B)(6) 2010.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.